Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 42 mg/dl, which was treated with glucose tablets. The customer stated that she had been having low blood glucose levels for about 2 days. Upon inspection, she stated that the reservoir showed more insulin than what was shown on the status screen. She noted that she was unsure of whether the piston was touching the reservoir and that the reservoir was not wet. The insulin pump passed the displacement and self tests. She added that she was a bit sick from a respiratory infection. She was advised to monitor the insulin pump and to consult with her doctor regarding low blood glucose readings. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.